Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call insulin pump alarmed critical pump error. The customer states not being able to clear alarm nor rewind the pump since buttons were not responding. The customer's blood glucose at the time of event was 8 mmol/l. The customer was advised pump will be replaced. The pump will not return for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. The pump was received with corroded electronic assemblies and corroded motor home switch.